Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is reasonably known information indicating component damage or degradation, environmental issues like dust/contamination/humidity, optical issues, thermal issues, or electrical issues such as signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope image blackout during angulation adjustment. There was no patient involvement.